Event description:
The customer reported the system would shut down after 15 or 20 minutes. The fse noted the system would intermittently freeze (lock up) requiring the customer to reboot the system. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.